Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences; device ran for 511 pulses. No damages or defects were observed that would result in the needle mechanism not deploying.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.